Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product was not available to be returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As reported, during a tavi procedure, after inserting a pacing swan-ganz catheter, it did not pace. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information, and since the product was not received for evaluation, no product non-conformance or root cause could be confirmed. As part of the manufacturing process the units go through electrical inspection process.